Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. The customer stated they had to perform a complete set change to resolve the issue. No harm requiring medical intervention was reported. Troubleshooting was not completed but did not resolve the issue. The reservoir will not be returned for analysis.